Event description:
During surgical procedure, had tear in splenic vein while using the harmonic scalpel and ultracision laparoscopic coagulating shears. Laparotomy done to control bleeding. No transfusions given. (Originally used the us surgical corp ultra shear w/ harmonic scalpel but device did not work and switched to ethicon device to continue case).